Manufacturer narrative:
Review of received information: on-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the nozzle unit were found defective and their replacement solved the issue. The defective parts, device's logs and additional information have been requested for further investigation but has not yet been received. Contact person phone number: (B)(6).

Event description:
It was reported that the ventilator had a continuous gas leak. There was no patient harm. Manufacturer's ref. #: (B)(4).